Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. The patient was using an omnipod 5 insulin pump at the time of the event. According to the patient, on (B)(6) 2026, they experienced nausea and administered insulin via the omnipod. The cgm readings were fluctuating; however, no fingerstick blood glucose (fsbg) measurements were obtained for comparison. On (B)(6) 2026, the patient began vomiting uncontrollably, and at approximately 6:30 am, his wife transported him to the hospital. At that time, the cgm displayed ¿high¿; there were no corresponding fsbg value available. Upon arrival at the hospital, an fsbg measurement was taken, and it was 597 mg/dl, while the cgm value was 400 mg/dl. Humalog insulin was administered. The patient was noted to be severely dehydrated and received intravenous fluids, including potassium, and magnesium, and was admitted to the intensive care unit (ICU). At the time of the report, the patient was still in the ICU, and his fsbg was145 mg/dl and the cgm was 390 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.